Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. No intervention was performed, but programming changes were discussed. The patient was stable.

Event description:
New information received indicated that the patient presented in clinic on 12 jun 2020 and programming changes were made. Patient was stable.